Event description:
When the customer picked up the catheter to use, the catheter fell right out of the package. There was no seal on the bottom to keep it in the packaging.

Manufacturer narrative:
The returned complaint sample was visually evaluated and it was determined that the pouch did not have evidence of a seal being formed. The lack of any visual attempt at a seal indicates that the pouch did not go through the manually operated sealing machine, which indicates the likely root cause as employee error. Appropriate action was taken with the employees directly involved, and a meeting was held to address the severity of the issue. There was no in-house inventory of the subject lot in stock to conduct a visual exam and no additional complaints of open seals have been received for the subject lot.